Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage, adverse reaction to metal debris and elevated metal ion levels. Patient's legal counsel further reported that tissue reaction with black necrotic material was noted during the revision procedure. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1of 2 MDR's filed for the same patient (reference 1825034-2014-07415 & 2015-00593).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage, adverse reaction to metal debris and elevated metal ion levels. Patient's legal counsel further reported that tissue reaction with black necrotic material was noted during the revision procedure. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's right hip revision operative report noted patient underwent a revision on (B)(6) 2012 due to grinding and snapping in the hip. Operative report noted the presence of necrotic tissue and inflammatory tissue and the head/taper was cold-welded to the stem and could not be removed. An irrigation and debridement procedure was performed. No components were removed. Operative report further noted patient underwent an additional revision on (B)(6) 2012 where the presence of serosanguineous fluid in the tissue with no purulence was noted. The head and taper adapter were removed and replaced. The stem and acetabular cup were noted to be well fixed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.